Event description:
On (B)(6) 2013, a patient reported blood glucose results of ¿180 mg/dl¿ with a lifescan meter and ¿117 mg/dl¿ on another meter. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event.